Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product had error 1870. Event occurred before patient use and during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified no indication that the complaint was related to a service of the device within the view period. There was no physical damage found on the device. Event log confirmed that there was a record of error codes 1870, 1836 and 1871. Functional testing did not duplicate the primary problem. Cause of issue was possible defective motor. The motor was replaced preventively, and the device passed all function tests.